Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reporter that bd alaris smartsite extension set was difficult to disconnect. The following information was received by the initial reporter with the verbatim: low protein binding filter could not disconnect the piece to attach to the IV line. Product 20027e, lot h37020027e18. Device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E4. The initial reporter also notified the FDA on 31 may ,2023. Medwatch report # (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reporter that bd alaris smartsite extension set was difficult to disconnect. The following information was received by the initial reporter with the verbatim: low protein binding filter could not disconnect the piece to attach to the IV line. Product 20027e, lot h37020027e18 device malfunction - that is, the device did not do what it was supposed to do.